Event description:
It was reported that over the past month, the pt experienced a fading sensation and had to increase the stimulation to feel adequate coverage. Impedance readings were >4000 ohms on some of the bipolar pairs. Programming was +--+ on each lead electrodes 6/7 were showing normal impedance. Troubleshooting was done. No further outcome was reported. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).